Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found a 'gas loss in iabp' circuit alarm in the logs. There were also a few 'iab disconnect alarms' on the reported date. These are clinical alarms. The fse performed a full inspection of the unit. No issues were found. The fse performed a full calibration and tested the unit. The unit passed all functional and safety testing. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called because the gas waveform on the pump was flat and no augmentation value appeared while the patient was on therapy. When the customer hit standby there was no change.  The unit would not inflate the balloon. The pump was messaging that auto ar-wave deflate, unable to update timing and autofilling and calibrating fiber optic sensor. The patient was stable so the customer switched patient to a backup pump. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.